Manufacturer narrative:
.The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s surgical procedure. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
During the lead replacement surgery on (B)(6) 2020 (reported under manufacturer reference number: 3006705815-2020-31834, 3006705815-2020-31833) the ipg was placed into surgery mode prior to the surgery. Post the lead replacement when the rep tried to connect the ipg, communication was not established. Troubleshooting did not resolve the issue. As a result, ipg was replaced resolving the issue.